Manufacturer narrative:
Customer refused access to device.

Event description:
The customer reported the patients heart rate monitor alerted the staff who reported the mask was found off the patient and reported the ventilator did not alarm. The customer reported there was no patient harm. The manufacturers account manager was contacted by the respiratory therapy (rt) director to report the event and obtain information regarding accessing trending information from the ventilator, including alarms, and patient settings. The rt director accessed the trending information and reported the trending showed the tidal volume was 400-500ml at the time of the event, then the volume dropped to zero and there were no alarms showing. The rt director reported the ventilator was still at the patient settings at time of the event, so she looked to see what they were set at. The rt director reported all the ventilator alarms were set to zero. The rt director reported when the ventilator was tested it alarmed 'I time too long', but the low inspiratory pressure (lip) alarm which was at the default setting of 3cmh2o did not activate. Per the device operators manual, when flowtrak is on, the lip alarm is not available for the flowtrak triggered breath. The rt director confirmed that flowtrak was in use and reported that is why the lip alarm was not activating. The rt director reported that the patient charting showed that the clinical staff had been charting that the alarms on the ventilator were set to zero during their vent check. The customer has refused access to the device until further notice.